Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise with ventricular tachycardia non-sustained (vt-ns) and short v-v counter episodes. The lead was suspect of a fracture. The lead was attempted to be replaced but new leads could not be implanted due to occlusion on the left side of the patient. The physician capped the lead and issued the patient a lifevest. The lead is scheduled for a future replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.